Event description:
Chronic bilateral hip pain and pseudo sciatica, worsening anxiety and depression out of character for me , memory recall problems, pain in breasts, inability to exercise due to muscle weakness in and around hip joints, adult acne, decline in cognitive function. I couldn't tell you exactly when I first started experiencing issues but my health has steadily declined since getting implants in approximately 2013. It has been one thing after the other. It started with terrible digestion that I was in so much pain that I was concerned enough to go to emergency hospital on multiple occasions to get help. The results stated I was fine and they couldn't help me. I had never experienced this before. Since getting implants I injured myself and ended up with 2 bulging disks in lower back . In the following 5 years I went to many different physiotherapist and doctors to get help. However after the initial pain from bulging disks I suffered no pain, it was pain in hips that I was complaining about . I would be sitting in a lecture and be experiencing this excruciating pain that feels like someone is pulling on the tendons in my hips constantly for hours on end, then it would go away for a little while, but it would always return and since it started I haven't been able to exercise constantly or sit down or do anything without pain. It's at the point now I can't exercise or even walk and I'm only (B)(6). After this I started getting a sharp pain that felt like someone was stabbing me in the right leg for a couple of days. It was the most excruciating pain. The intensity of the pain would increase until it was 11/10 then slowly decrease over the next few days always to return at any random moment and leaving a strange residual pain in leg like an electric shock. The only thing that would give me relief is getting my partner to put as much pressure on my leg as possible to make the pain go away, which only worked for the time that he was putting pressure on it and then came back. Physiotherapist have been at a loss for words because there is nothing they can seem to do to help me with the pain, no explanation they can provide as to why I am experiencing all this. Now the pain is always there. I do not have a moment where I am not experiencing hip/leg pain and I fear a hip replacement. I started experiencing anxiety around the same time as I was experiencing all these unexplained pains and I had never suffered with this before. It got to the point where I decided to try medication to lessen my anxiety as it was happening all the time for no reason that I could see. I can barely go to work without experiencing these symptoms. It affects my every waking moment, something I have only gotten used to since implants. My word recall is very bad. I will be in the middle of talking and forget someone's name that I had said just 5 mins previously. It's not even like I forget their name it's more that there is a mental block and my mind goes blank. I cannot communicate properly with people anymore, forming sentences is getting harder and harder. This is not normal for someone of my age and not something I had experienced before. Most of the time I've had implants I have experienced random sternum pain and painful breasts (of which the pain has increased in the last 6 months). They feel inflamed/scratchy on the inside but breasts still soft to touch and no capsular contracture seems present. Muscles above implants on upper chest are always tight and sore and seems to be getting worse. This is also affecting my ability to take deep breaths. Also experienced rash/pimple like texture on chest extending up to neck and adult acne on face. I did not think my issues were related to implants until recently (besides pain in breasts), I thought it was all part of getting older or normal but the things that are happening to me are not normal. I believe removing implants will help with the major symptoms mentioned above. Sports doctor could not find anything anatomically wrong that could be causing this pain, i.e. My movement is fine and no pain when moving. Pain could not be recreated in medical setting. Advice was to administer cortisone injections. I do have an old pars defect and 2 slightly bulging disks, however there is no nerve damage or pressure on nerve to cause the bilateral hip pain or pseudo sciatica down the front of my right leg.